Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) recorded both inappropriate atrial tachy response and false ventricular fibrillation episodes due to noise oversensing that caused over 2 seconds of pacing inhibition and asystole. Reportedly, the patient was under a surgical procedure at the time of the episodes. Thus, the oversensed noise was most likely electromagnetic interference from the medical equipment. This crt-d remains in service and no additional adverse patient effects were reported.